Event description:
The facility's purchasing department reported an infusion pump with an 810:04 failure code. An attempt was made to contact the facility to obtain information regarding when the failure occurred or if there was a report of patient injury or medical intervention as a result of this failure. No additional information was available at this time.